Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient experienced a hematoma. It was reported that a vascular surgery of the anastomoses site was performed with a graft then sutured around the graft and the sheath. The surgeon also reportedly repaired the muscle tear that was bleeding and the groin site. Reportedly, the patient received large amounts of blood products during the repair procedure resulting in pressure stabilizing and the patient regaining pulsatility. Additionally, the patient subsequently coded and the family made the decision to withdraw care. The survival outcome at explant noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.